Manufacturer narrative:
B3: unknown. Device evaluation: one photo was provided by the customer which was used to conduct the device analysis since the physical unit, by the time this investigation is being documented, has not been received. The needle was observed outside the place of safety. The root cause cannot be determined since the sample was not returned. If the product is returned, the complaint will be reopened for further investigation.

Event description:
It was reported that the customer had multiple needle sticks. The product fault occurred during removal/at end of therapy. There was no medical intervention required. There was no regulatory/competent authority been advised. The device is not available for investigation. There was a patient involvement and a patient harm/adverse event reported.